Manufacturer narrative:
H10: h2, h6. The reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the spider 2 tenet was leaking oil, malfunctioning and having a long operation sound. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed the device, was delayed in it's pressurization and failed the weight test. The piston migration was at 2.28 inches. The reported failure of leaking oil was confirmed and the root cause has been associated with a seal failure. The reported failure of "malfunctioning" was confirmed. The reported failure of "long operation sound" was confirmed and is associated with a component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event of a "long operation sound" include a seal failure or depletion of hydraulic fluid over time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.